Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), and h11. H4: the lot was manufactured in december 2024. H11: the device was received for evaluation. A visual inspection was performed on the sample and a white particle was identified on the surface of the tubing of the inlet and not in the fluid pathway. The reported condition was verified. The cause of the issue was inherent to contamination during the manufacturing and or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles inside the packaging of an exactamix vented, high-volume inlet. There was no patient involvement. No additional information is available.